Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that information was received from a patient regarding an external recharger device. The reason for call was patient stated that they have been having a lot of issues with the recharger for a long time. Patient stated that it was hard to make it connect to the implanted neurostimulator. Patient said that they can have the bullseye right on top of the ins and it will still not connect. Patient also said they will move the recharger around a little bit, but it still will not connect and is constantly beeping. Agent reviewed with patient that they may want to try placing the bottom of the recharger over the implant site to see if that makes a difference. At that point, agent's internet cut out and the call dropped. Patient called again said they were having a problem with their recharger. Patient said that when they put the recharging belt around their waist it doesn't connect to the implanted neurostimulator or handset. Patient mentioned that they have been having problems for like a year and they have to constantly move it around and it takes a long time before it connects. Had patient perform hard reset of recharger. During the call, the patient was able to connect to their implant and handset with the recharger. The troubleshooting steps that were taken on the call resolved the issue. Patient will call back to talk with hit regarding handset battery life. Additional information was received from the patient. The patient called back reporting they continue to experience ongoing issues with connecting the recharger. Patient reported they have had issues with both "recharger not found" and having to turn the charger on and off or reset the charger multiple times to get it to connect. Patient also reports they continue to have issues charging the ins and keeping the charging session going. The other day it took hours to connect and even if patient does move it will start searching for the device again. Patient reported they can easily palate the ins and it feels like the left side of the ins is deeper than the right side. Discussed this may be the reason why its so difficult charging the ins. Reviewed considerations regarding bodily position and applying comfortable pressure to the recharger while charging. Patient also noted their recharging belt is far too big so does not do an adequate job of keeping the recharger in place. Patient would like to try a new recharger and smaller belt and if the charging difficulties persist, they will follow up with managing hcp for further assistance. Ordered replacement recharger and charging belt request via repair. Transferred patient to prs to update address. Caller received replacement handset. Walked caller thru pairing replacement recharger. Caller was seeing recharger not found. Walked caller thru using "switch recharger" again and after scanning returned the recharger to the dock. Caller was able to successfully pair the recharger.